Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an external ram crc error alarm and an unexpected restart alarm. Customer reported that insulin pump was not stored or not in use for an extended period of time and the unexpected restart alarm occurred during normal use. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind basic occlusion, occlusion, prime, excessive no delivery, self-test and tests. No unexpected a17 or a21 error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.